Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Character limit is exceeded: (B)(6).

Event description:
It was reported that bd q-syte closed luer access device leaks. The following information was provided by the initial reporter, translated from japanese to english: it was reported that connected to nipro infusion line (cpf301fczyi) and used with infusion pump at home; q-site connected to cv catheter to administer high calorie infusion. The q site has leaked several times so far, and when another plug is connected, it does not leak.